Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The condition of the returned device was not consistent with the complaint incident that the device basket was detached and basket wire was broken. The basket and all basket wires were present and attached. Based on the analysis, it was determined that the basket would not open due to the outer sheath being torn, stretched and kinked. Kinks were also found on the drive wire and handle cannula. Residue was present on the device when returned, and the defects identified during the investigation were consistent with those caused during use. Therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was opened for use in a urs procedure. According to the complainant, during preparation for the procedure, it was noted that the basket wire detached. The patient was reported to be in "good/stable" condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was opened for use in a urs procedure. According to the complainant, during preparation for the procedure, it was noted that the basket wire detached. The patient was reported to be in "good/stable" condition at the conclusion of the procedure.